Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor ws unable to complete essential performance testing and displayed a service code 102. The service code 102 for the failure was isolated to a damaged c19 capacitor on the defib board pca. The pads were lifted on the defibrillator board. Additionally, failed detect and treat testing due to a shorted q701 on the ca board. The root cause for the damaged c19 capacitor could not be positively identified. The root cause of the shorted q701 was unable to be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.